Event description:
Complaint found in maude database reported as: "cvc kit wire came apart (faulty wire frayed apart) when trying to remove wire from catheter in the patient that was in the proper place".

Manufacturer narrative:
Qn# (B)(4). MDR report key: 12091807. MDR text key: 259140954. Report number: 12091807. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). MDR report key (B)(4). MDR text key (B)(4). Report number (B)(4).

Event description:
Complaint found in maude database reported as: "cvc kit wire came apart (faulty wire frayed apart) when trying to remove wire from catheter in the patient that was in the proper place".